Event description:
The customer reported that an infant pt was burned at the grounding pad site. The burn was found after the pt was in recovery. The incident pad was discarded. Burn was reported as 2nd - 3rd degree, treated with sterile dressing and silvadene. Possible skin graft will be determined later.

Manufacturer narrative:
(B)(4). The customer reported the incident device had been discarded and is not available for eval. Questions in regard to the incident have been asked. If add'l info is obtained, a follow-up report will be submitted.